Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardiac monitor exhibited diagnostics anomaly; the device was showing false atrial fibrillation episodes. No intervention was performed; the patient will continue to be monitored.